Event description:
Customer stated that she programmed 10 units of insulin and the insulin pump delivered 4 units. The buttons do not work. Customer requesting a new insulin pump. Customer ended up in the hospital with a blood glucose reading close to 900 mg/dl with a previous insulin pump. If she received a recertified insulin pump; she will take legal action. The current blood glucose reading is 100 mg/dl. The insulin pump will be replaced. Nothing further repored.

Manufacturer narrative:
Insulin pump received with the button error alarm due to moisture damage on the keypad traces and electronics. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the button error alarm. Damages to the display window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.